Manufacturer narrative:
The tech isolated the issue to a broken brake detent and the casters were not adjusted. He adjusted the casters and replaced the brake detent to repair the bed.

Event description:
The complainant stated that the brake pedal felt soft and the brake is not holding.